Event description:
It was reported the patient was receiving a prophylactic battery replacement. Implant card was later received confirming replacement occurred. The explanted generator was received for product analysis (pa) and found that there were no performance or any other type of adverse conditions found with the pulse generator, however upon review of the data for the generator it was noted there was a >25% change in impedance from normal to high on (B)(6) 2018. The high impedance appeared to have resolved the following day; however at this time is unknown if any intervention took place to resolve the high impedance. No known surgical intervention has been reported to date. No additional relevant information has been received to date.